Event description:
Reporter states that on (B)(6) 2017 after she ate thanksgiving dinner she tested her blood glucose level using the one touch ultra glucometer. After testing with new strips, her reading was extremely low. She tested 2 more times with the same result. Skeptical of this she tested her blood glucose on her friend's glucometer which gave a reading 40 points higher.